Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be determined. There's moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
Patient stated 2 v-go's fell off her arm. The first time this happened was on (B)(6) 2020 and it occurred again on (B)(6).